Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation reload set 200, this situation occurred during prime. The technical service representative (tsr) assisted the home patient (hp) by cycling power and repriming. The hc then alarmed load new set. No patient injury or medical intervention was reported. The home patient reported a reload set 200 alarm on a hc device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.